Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. There were numerous kinks throughout the shaft of the device. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the distal of the distal markerband was revealed. There was a hole in the inner shaft at the location of the pinhole. The hole in the shaft is consistent with damage from a guidewire. Microscopic examination presented no irregularities in the markerbands, bonds and balloon material that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly calcified and severely tortuous superficial femoral artery. The 3.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation, however, when the physician attempted to inflate the balloon at unspecified atmospheres, the device did not inflate. It was noted that the balloon ruptured while crossing the lesion. The device was completely removed from the patient and the procedure was completed with coyote¿ balloon catheter. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly calcified and severely tortuous superficial femoral artery. The 3.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation, however, when the physician attempted to inflate the balloon at unspecified atmospheres, the device did not inflate. It was noted that the balloon ruptured while crossing the lesion. The device was completely removed from the patient and the procedure was completed with coyote¿ balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).